Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator for chronic low back pain. It was reported that the ins is bothering the patient. The hcp wanted to know how to remove the ins. Removal of the ins was discussed and the neurosurgeon was going to remove the entire system. No further complications were reported.